Event description:
A consumer implanted for non-malignant pain reported about three weeks ago they started feeling like the implantable neurostimulator (ins) was loose and "stuff" so the device itself was pushing up into their rib cage so the device wasn't working for them and they had a return of pain with a lot of different pains in their back. It was noted the consumer had several surgeries, back surgeries, knee surgeries, and broke l3-l5 so the time was all blurred together for them. The consumer was looking to meet with the manufacturer's representative (rep) for reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.